Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A cross functional team reviewed the complaint history for this device and determined the most likely cause was operator technique. A medtronic representative provided training to the site staff regarding proper setup and usage of this device.

Event description:
A medtronic representative reported a site's radiolucent arm frame mount that was reported to have been stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, a medtronic representative, following-up at the site, reported the site has taken the suspect radiolucent frame mount out of circulation and it is no longer available to be returned to be returned to manufacturer for analysis. Part not returned to manufacturer.